Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the lead found no anomaly.

Event description:
It was reported that damage was detected when the lead and sheath were opened. The lead and sheath were bent in the package. The lead and sheath were replaced and never implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).